Manufacturer narrative:
(B) (4): physio-control evaluated the device and observed that it would not operate on ac or battery power. Physio replaced the power supply assembly and the flex cable assembly (between the user interface pcb and the stack) to observe proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device would not operate on ac power but powered on with a battery source. There was no pt use associated with the event.